Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on an unknown date with the blood glucose level of 577 mg/dl. Customer¿s other relevant blood glucose level was almost 600 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode of insulin pump. Customer was treated with intravenous drip and insulin drip. Customer did not allege that the insulin pump was under delivering. Customer was assisted with troubleshooting and there were no leaks and no air bubbles. The insulin pump will not be returned for analysis.